Event description:
A report that the patient's precision system was explanted due to an infection was received. The infection was not device or procedure related. A culture was taken and the results are unknown, pre-operative bactericidal with unidentified source. The patient was prescribed vincomycon.

Manufacturer narrative:
The explanted devices were discarded, and will not be returned for further evaluations.